Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra: mc1avr1-delsys / expiration date: 14-jul-2021 / serial#: (B)(4), device available for evaluation: yes, return date: 16-apr-2020, dev rtn to MFR? Yes, device evaluation by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 05-feb-2020, lableled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) dislodged after the delivery system (ds) tether was cut. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of t his event.

Manufacturer narrative:
Product ID# mc1avr1-delsys. (B)(4). Product event summary: the partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. The analyst noted the partial delivery system was returned with the device not intact, the tether and tether pin were not returned. The delivery system was returned in the deployed position the deployment button in the deployed position. There is blood on the outer shaft located at the distal end of the stability member. Articulation could not be performed as only a partial delivery system was returned. Analysis of the tether could not be performed due to the tether and tether pin not returned. If information is provided in the future, a supplemental report will be issued.